Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. The organism was identified as (B)(6). During the explant procedure the right atrial (ra) lead was abandoned as it was difficult to remove. The ICD and right ventricular (rv) lead were explanted and the ra lead was capped. No further patient complications have been reported as a result of this event.